Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. No battery out limit alarm could be verified due to the keypad anomaly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that when attempting to bolus, numbers began to ramp up. Customer reported that all keys were unresponsive. Customer's blood glucose was 120 mg/dl. Customer reports that pump may have been exposed to moisture when showering. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.